Manufacturer narrative:
After several follow-ups with the customer, the manufacturer confirmed that the device did not exhibit any malfunctions. The reported issues were caused by nurse call cables being improperly connected to the hospital's nurse call system by hospital staff. Once the cable was correctly connected and calibrated, the system functioned as expected. A preliminary medical device report (MDR) was proactively initiated, despite the initial information being incomplete. The manufacturer now issues this final report, confirming that the bed is functioning properly and that no malfunction was present.

Event description:
The customer contacted the manufacturer's technical service, reporting that the bed exit detection system was triggered as expected locally on the bed but was not being signaled at the nurse call station. There was no patient involvement.